Event description:
The physician reported that the catheter could not be calibrated to zero. The catheter had a 77mhg reading and no pressure. The catheter was removed and replaced with another which funcitoned as desired. No patient injury was reported but intervention was required to replace the product.